Manufacturer narrative:
Investigation of the customer's reported issue and complaint was confirmed based on photographic evidence provided by the reporter. The image exhibits the reported claim however a root cause cannot be established other than the device is broken. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with 3.5mm great white shaver blade # 9399a, lot 1131217, that (B)(6) hospital in (B)(6) recently experienced. It was reported that during an arthroscopic knee procedure on (B)(6) 2021, the shaver blade broke in two pieces inside the knee of the patient. The doctor was able to pick the broken half out and the little pieces of metal were rinsed out with saline. It is noted they used forceps to pick out the broken piece of the shaver blade and used more fluid to rinse the joint thoroughly. It is indicated the procedure was completed by using an alternate device but with a 60 minute delay. Clarification received indicates the hospital is not allowed to give more information, but they had to slightly enlarge the incision to pick out the broken half of shaver blade. There is no indication of additional incisions made or deterioration in patient's heath. No other information was made available by the facility. This reporting is being raised as an injury, as although the blade piece was removed, it is noted they had to enlarge the incision to remove it.